Event description:
It was reported that an ilet bionic pancreas had a cracked display screen after the patient reportedly slept on the device, and images of the damage were provided; the device continued to function and the patient¿s blood glucose was reportedly unaffected, and a replacement ilet was issued with instructions for data sync, return, and shutdown. Symptoms included no adverse clinical effects. Outcomes included no impact on therapy continuity and no hospitalization. Investigation included collection and review of photographic evidence and device history review, along with user interviews and follow-up communications regarding the return process. Investigation of this case revealed physical damage to the display consistent with external mechanical stress, with no evidence of product malfunction; the affected component was the device housing/display assembly.manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.